Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An (B)(4) cartridge reload was loaded in the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Jejunum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First (1st device) 1st (2nd device). If echelon, during which stroke did the event occur? First powered for both devices. What color cartridge was being used? Blue 45mm. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Powered. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Red safety button got stuck on first device was there any difficulty removing the device from the tissue? Yes, first device. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Small bowel obstruction. Does the patient have any relevant history of surgical treatments? If so, what? No. How long has the surgeon been using this device for this procedure (in years)? Since it first came out. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? Na. Was the staple line incomplete or did it exceed the cut line? Na. Was the patient taking any anticoagulants or dvt prophylaxis? Asku.

Event description:
It was reported that during a bowel resection procedure, the device was closed down over tissue and fired. The motor of the device did sound, but it sounded like the battery died and the device locked out and it did not cut or staple. The surgeon pressed the release button and the device did not open. Following that, the surgeon did not attempt the reverse button, but instead 'popped the top' and tried the manual override to free the device from tissue but was unable to. At this point another pce60e was opened and it locked out as well and the motor was heard, but it did not cut or staple. At this point the rep was on the phone with the surgeon and the rep instructed the surgeon to use the reverse button and this worked to remove the device from tissue. Once the second device was off of tissue it was noticed that the tech had loaded the device with a 45 mm cartridge. A new 60 mm cartridge was loaded into the device and the device worked as expected and was used to remove both bowel and the first device from the bowel. It was reported that the bowel that was removed along with the device was specimen that was expected to come out for the procedure. The second device was then used for the duration of the procedure. Once the first device was removed along with tissue, it was opened on the back-table and found to have a 45 mm blue cartridge loaded within it. There were no adverse consequences for the patient reported.